Event description:
It was reported that the catheter was unable to pace from the beginning. No patient complications were reported.

Manufacturer narrative:
Device will not be returned; disposed at the hospital.